Event description:
It was reported that a 0.9% sodium chloride irrigation 1000ml bottle had a leak. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.